Event description:
It was reported that the customer received a no delivery alarm while delivering a bolus. The customer's blood glucose was 230 mg/dl. The customer was able to clear the alarm and continue insulin pump therapy. Advised to monitor the insulin pump and call back if the problem recurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.